Event description:
International affiliate reports the catheter was explanted because of a blockage. Reports the inner coil was without protection and the surgeon assumed that this was responsible for the closing of the catheter.